Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unknown antibiotics (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient has recovered from peritonitis and pd therapy was ongoing. No additional information is available.